Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaint has been reported by the same us facility. The previous complaint evaluation for this serial number ((B)(4)) are: inconclusive, no sample returned for evaluation. (Reference: MDR number 3006260740-2021-00406).

Event description:
Per biomed the image is too hazy and we can¿t identify the vessels that we are searching for.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of image is too hazy and can¿t identify the vessels that we are searching for was unconfirmed. The customer scanner image is comparable to a test scanner. Reported issue root cause: there is no root cause due to the problem could not be duplicated. A history review of serial number (B)(6) showed one similar complaint from this serial number. The similar complaint has been reported by the same us facility. The previous complaint evaluation for this serial number (B)(6) are: 1. Inconclusive, no sample returned for evaluation. (Reference: MDR number 3006260740-2021-00406). H3 other text : evaluation findings are in section h.11.

Event description:
Per biomed the image is too hazy and we can¿t identify the vessels that we are searching for.